Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. During troubleshooting for high blood glucose, it was determined the customer had an infusion set leak and the blood glucose meter is not connected to the insulin pump. The customer administered 5.0u manual bolus. The customer was assisted in connecting the insulin pump and glucose meter. Advised the customer to contact her health care professional after our conversation.